Manufacturer narrative:
One device was returned for analysis of complaint that the product displayed error code 1870, and the reported issue was confirmed. Review of event log found error code 1870 was recorded. Review of service history found no relevant information. Visual and functional testing was performed. The root cause of the event was an anomaly in the component (the geared motor). No repair was provided to the device at the customer's request.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1870. There was patient involvement, no injury was reported.